Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the y-site (clearlink). The tpn (total parenteral nutrition) line was leaking despite green alcohol caps being in place. This was observed during central line audits. To resolve the event, clear fluids would be ordered and the line would be changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: e4, h6, h10, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included pressure testing, clear passage underwater testing, and priming testing, and no defects were observed that could generate the reported condition. Simulated usage testing was performed by gravity and with a pump, and no defects were observed. A psi water referee back pressure test was performed to all the clearlink, and no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.